Event description:
Technical services received a call on 5/31/12. Caller reported that this rv lead will be removed as part of a system removal due to infection. Lead was implanted (B)(6) 2009. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).